Event description:
The technician alleged there was fluid ingress into the mattress. No pt impact.

Manufacturer narrative:
The technician found the head mattress to be worn allowing fluid ingress into the mattress. The technician replaced the percussion vibration bladder, head bladder and the treatment revitalization kit to resolve the issue.